Manufacturer narrative:
Gender/sex: unknown. If implanted; give date: na (not applicable) the lens was not fully implanted. The lens was inserted and removed within the same procedure. If explanted; give date: na (not applicable), the lens was not fully implanted; and therefore, not explanted. The lens was inserted and removed within the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion of the intraocular lens (iol) the surgeon noticed the injector was overriding the lens. The lens removed in the same procedure. The lens was removed without difficulty and another lens, same model was inserted. The lens was reported to be torn. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. The lens was observed ripped/torn with a cut from the lens edge across the optic. Evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) was detected on the lens body. The customer's reported issue of iol torn was confirmed on the returned lens sample. However, no override issue could be verified. Based on the evidence observed, the lens was handled and prepared for surgical use. Manufacturing record review: the manufacturing records were reviewed. A manufacturing record evaluation was performed. The manufacturing process was evaluated and the devices were manufactured within specifications. The units were released according to specifications. There were no non conformances reports associated to the production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, there was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.